Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the device had insufficient/low power, a sticky trigger, and unintended activation/motion. Therefore, the reported condition that the device was not working was confirmed. The assignable root cause of this condition was determined to be traced to component failure due to wear. UDI ¿ (B)(4).

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the air reamer/drill device had moving parts that did not move smoothly, a sticky trigger, unintended activation/motion, was making an unexpected noise, component damage, an air leak, insufficient/low power, cosmetic damage, a worn seal and worn bearing. It was further determined that the device failed pretest for general condition, check for mechanical free movement, check for sticky trigger, check for unintended motion, check for noticeable noise, check power with power test bench, check starting behavior, and check for air leak. It was noted in the service order that the device did not work. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.